Event description:
The reported product code may have contributed to this pt's line infection. Reporting facility states caps are routinely changed every 7 days. Pt required intravenous antibiotic therapy (zosyn, tobramycin, meropenem, amikacin, and cipro of unknown MFR, dosage, frequency, and duration) and was readmitted to hosp for treatment. In addition, broviac catheter was removed and PICC placed. It was reported that infection eventually resolved with no sequelae.